Event description:
It was reported that during routine testing, it was found that 7 electrode channels showed high impedances. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.